Manufacturer narrative:
Based on the review of the documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly, and we have not received any other complaints from this batch. Based on the visual inspection performed, the cut on the lens was probably made to facilitate removal from the eye. The lens surface was clear and did not carry any white film. Lenstec can confirm that our devices are 100% inspected at final clean and inspection and if any surface defects were present on the lens, it would not have been packed for shipping. Lenstec can further confirm that the lens, its design and the manufacturing processes are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating, "white film on lenses noted on multiple patients, no serial numbers".